Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose. The customer blood glucose level was 23.8 mmol/l at the time of incident. Troubleshooting was performed. The customer also stated that infusion set had bent cannula. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.